Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the photos noted two breather pouches, two foil pouches (ref: (B)(4), lots d5g3058y and d5e2916y), and a green suture inside a clear plastic bag; the foil packages were observed to be torn, and no needles were identified in the images. A visual inspection of the returned product noted one suture and one needle, with the needle returned disengaged from the suture approximately one-third of the needle length from the swage; microscopic inspection of the needle noted normal crimp and swage marks. It was reported that the suture fell off the needles. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bent needle that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 8886623341, 8886 6233-41 maxon 3-0 grn 75cm v20x36, (lot # d5g3058y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a veterinary procedure, the suture fell off the needles. It was noted that two sutures were used and had the same issue. A new suture was used to resolve the issue. There was no patient injury.